Event description:
Procedure: laparoscopic nephrectomy. According to the reporter, the balloon would not inflate the abdominal cavity. Used another. Operating time not extended. No tissue damage. No patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).